Event description:
Preoperative diagnosis: incontinence. Procedure: removal and replacement of artificial urinary sphincter reservoir. Postoperative diagnosis: device failure due to ruptured reservoir. I examined the reservoir and filled it with 24 cc. There was a large hole near where the reservoir joint as plastic connecting cap. This, I believe is the source of his incontinence. It matches his history that he was doing well until he had a sudden loss of sphincteric function, which is consistent with the reservoir rupture.